Event description:
It was reported pump modules alarming "channel error" after starting keep vein open (kvo) infusion. There was patient involvement and no harm.

Manufacturer narrative:
Correction: it was determined through investigation of the returned devices that the initially reported suspect device reported under manufacturer report number 2016493-2026-05865 is a concomitant. Please refer to manufacturer report number 2016493-2026-05864, which captured the correct suspect device per investigation report.

Event description:
It was reported pump modules alarming "channel error" after starting keep vein open (kvo) infusion. There was patient involvement and no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.